Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corail broach handle was extremely loose and not connecting to the broach correctly. There was no detriment to the patient as it was decided to use just one broach handle for the entire surgery instead of two. No delay or adverse event.

Manufacturer narrative:
The device associated with this report was not returned to the depuy warsaw facility for evaluation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.